Manufacturer narrative:
Manufacturer unable to determine root cause due to the product not available for evaluation. If additional relevant data becomes available, a follow up report will be submitted. This is considered reportable since the device malfunctioned and if the malfunction were to reoccur it could potentially be a serious injury event.

Event description:
It was reported that the electrode's wire came out of the alignment from the bayonet and the surgeon had to re-insert the wires back. No patient injury was reported.